Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient was diagnosed with a ventral hernia and underwent repair with a bard/davol ventralight st. Ni/ni/ni: in the weeks following the (B)(6) 2016 implant of the ventralight st the patient continued to experience chronic abdominal pain, and further experienced infections. The mesh continues to cause chronic abdominal pain, infections, and fissures. (B)(6) 2017: the patient had additional surgery to remove the implanted mesh. The patient has experienced significant mental and physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures. The patient was caused and in the future will be caused to suffer severe personal injuries, and pain and suffering. The patient has experienced mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and/or corrective surgery and hospitalization. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with multiple abdominal wall defects thereby underwent open repair with the implant of ventralight st mesh. Per operative notes, ¿omental adhesions to the hernia sac were taken down. The hernia sac was removed. The two defects to create one large defect. A ventralight st mesh was then cut to fit the defect. The mesh was secured using sutures.¿ (B)(6) 2016 - patient was diagnosed with intraabdominal abscess, mesh infection, ventral hernia thereby underwent open repair with the removal of mesh. Per operative notes, ¿ventralight st mesh which was previously placed was visualized. There was a large amount of intra-abdominal free fluid consistent with the purulent fluid was initially encountered. The mesh was completely removed. A piece of biologic mesh was placed and secured using sutures.¿ attorney alleges that the patient had adhesions, infection, pain and suffering.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for chronic abdominal pain, infections, fissures and to remove the device. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct event & explant date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, post implant of ventralight st mesh, patient was diagnosed with infection, abscess, purulent discharge, inflammation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection and inflammation as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-mar-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for chronic abdominal pain, infections, fissures and to remove the device. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient was diagnosed with a ventral hernia and underwent repair with a bard/davol ventralight st. Ni/ni/ni: in the weeks following the december 7, 2016 implant of the ventralight st the patient continued to experience chronic abdominal pain, and further experienced infections. The mesh continues to cause chronic abdominal pain, infections, and fissures. On (B)(6) 2017: the patient had additional surgery to remove the implanted mesh. The patient has experienced significant mental and physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures. The patient was caused and in the future will be caused to suffer severe personal injuries, and pain and suffering. The patient has experienced mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and/or corrective surgery and hospitalization.